Manufacturer narrative:
Suspect in av system was evaluated. The accessory case was found to be fully functional. The shell on the rs232 connector has been removed on the camera power/comm cable ((B)(4)). Performed a continuity test on the cable using a multimeter and no opens or short were found it passed. Connected the camera to the inav and there was not power or communication. Performed an aak test and it passed. The stealth navigator unit had a connector issue. Visual inspection found that the tabs on the back cover have been broken off. Also found that the lemo connector on the localizer module is loose and has started to come out of the module. See the attached photo. Connected the camera from pxacc18 and there was not power or communication. Took the module apart and found that the lemo cable has been pulled out of the connector on the localizer pcba. The precise failure described in this event was not replicated during system testing. System will be repaired and returned to the field.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information was unavailable from the site. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a cranial resection procedure the or lights were disrupting the optical tracking of the navigation system. The medtronic representative checked and replaced the optical spheres on the navigated instruments but the same behavior was occurring; the medtronic representative then moved the or lights away and the tracking returned to normal. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. There was a reported hour delay to the procedure due to this issue and corresponding troubleshooting.

Manufacturer narrative:
Patient information now provided. Patient weight was not available from the site.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.